Event description:
Transvenous defibrillation lead exhibited obersensing and inappropriate therapy associated with noise. The noise was reproducible with isometrics. Review of the electrograms reveals pauses in pacing during the observed noise.